Event description:
International affiliate received a report from a dialysis nurse regarding a homechoice set disconnection issue with a pediatric patient. The incident was discovered in 2006. The nurse reported a female patient who started peritoneal dialysis in 2005 due to multicystic-dysplastic kidney on the left side and a dysplastic kidney on the right side followed by renal anemia and arterial hypertension. The dialysis scheme in use is as follows: treatment duration is 10 hrs, treatment volume is 4000ml, 10 treatment cycles, filing volume 400ml, concentrate in une physioneal 35, 1.36%. In 2006, in the morning, the mother noticed when she wanted to disconnect the homechoice set after dialysis at night that it already was disconnected, and the child's bed was wettish. Due to the a.m. Disconnection, the child received cephazoline 250mg/l in the dialysate for 3 days as prophylatic antibiotic treatment. She showed no signs or symptoms of peritonitis and the transfer set was changed. Due to the child's disability, she is moving only a little. The line is fixed by the baby leggings. No further information is available at this time.

Manufacturer narrative:
Should additional information become available a follow-up medwatch will be filed.